Event description:
The customer reported that when the device was plugged in for a colectomy case, an "invalid instrument" error message was received on the generator. Reportedly, blood loss of more than 500cc occurred during this procedure, although it is not currently known what caused the bleeding, and/or if it had anything to do with the covidien device. It is also unknown if the patient received a blood transfusion. The incident generator was checked by the customer after the incident. It had software version 3.6, and no fault was found.

Manufacturer narrative:
(B)(4). Additional questions in regard to this incident have been asked. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.